Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A facility representative reported that after an intraocular lens was implanted, the patient experienced poor vision. The lens was exchanged within one month of the initial procedure. The patient is noted at being under corrected due to the measurements given by the system. Additional information requested.

Manufacturer narrative:
Additional information provided. The system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. Based on assessment, the product met specifications at the time of release. There were no variables identified that may have attributed to the measurement provided by the system. Corneal burn is an issue that is occasionally reported with cataract surgery. The manufacturer internal reference number is: (B)(4).